Event description:
It was reported that a patient had a surgical revision to remove an entire artificial urinary sphincter (aus) due to unspecified reason. It was replaced with a new aus. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an older artificial urinary sphincter (aus) that atrophied. The entire aus was removed and replaced with a new one. No complications reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis